Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Nurse reported pt was hospitalized on (B)(6) 2011. Blood glucose was 35.6 mmol/l (640.8 mg/dl) when pt arrived at the hospital, and he was diagnosed with diabetic ketoacidosis. He was treated with an insulin drip. The infusion device was checked, and it was noticed that there was insulin leaking near the adapter. Infusion device was replaced and requested for evaluation. No additional information was available.